Manufacturer narrative:
Additional information to serial number: the insulin pump serial# is (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. No tactile issue was observed with the buttons. The reported display issue was duplicated in the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was pixel color change to the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).